Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set "broke off at the exit site". The registered nurse (rn) stated that the patient went to the bathroom and yanked on the line, causing the transfer set to break off. Both the transfer set and the titanium adapter were replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a titanium adapter "broke off at the exit site". The registered nurse (rn) stated that the patient went to the bathroom and yanked on the line, causing it to break off. The titanium adapter and the transfer set were replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.